Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent revision breast augmentation with 685cc mentor memoryshape breast implant on both sides and was presented with right side rupture, and generalized illness including pain, discomfort, muscle pain, and frozen shoulder. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 28, 2020, mentor became aware that the new implant surgery was on (B)(6) 2020. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the revision surgery was in (B)(6) of 2019. If and when exact date is received, a supplemental report will be submitted. The following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2019. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced bilateral capsular contracture; baker grade IV. Hence, patient code capsular contracture has been added to field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 17, 2020, mentor became aware that the implants were discarded. Type of investigation has been updated to "device discarded" under field h6 on this form. On january 7, 2021, mentor became aware that procedure type was reported as "revision breast augmentation" under b5 event description of the initial report. It was "revision breast reconstruction". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) b5 event description: procedure type was reported as "revision breast augmentation". It was "revision breast reconstruction."

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).